Event description:
It was reported that the device reached premature battery depletion. No patient complications have been reported as a result of this event. On 2013-(B)(6), it was later reported that the device was removed and replaced with a new device.

Event description:
It was reported that the device reached premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).